Event description:
Spacelabs received a report that a command module model 91496 failed to generate an alarm for a low spo2 (oxygen saturation) patient parameter on (B)(6) 2015 at approximately 1:49 p.m. The facility biomed tested the module with a simulator and found the spo2 parameter alarmed appropriately. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database provided by the customer was reviewed by a spacelabs lead software engineer. An alarm was confirmed for the event time in the alarm history section of the database. The alarm lasted for 59 minutes and was set for medium priority presentation by the customer. The alarm threshold was 88 which started the alarm at 1:49 p.m. And the lowest value was 48 which occurred at 2:38 p.m.; then the alarm persisted for another 11 minutes. There was no product malfunction. This record is considered complete and the issue closed.